Event description:
Angioplasty guide catheter separated approximately 11 1/2" distal to hub, leaving 30" segment in patient's aorta, from level of right iliac artery to ascending aorta. Attempts to retrieve with loop and basket snares unsuccessful. Vascular surgeon will remove via femoral cutdown.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.